Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No request for an investigation of the ventilator was received from the healthcare facility. The evaluation is based on the provided information and ventilator logs. The event reportedly occurred on november 3, 2024, between 5:00 am and 5:59 am. A review of the event log indicates that at 5:42 am, the ventilator was placed in standby mode through a normal sequence: the standby button was activated, the standby dialog was confirmed, and standby mode was initiated. Ventilation resumed 11 minutes later at 5:53 am. To enter standby mode, the ventilator requires a deliberate ¿tap and hold¿ action to prevent unintentional activation. The user must first tap "standby" in the quick menu, then tap and hold "stop ventilation" for approximately five seconds. Once this sequence is completed, the system logs the actions: standby button activated, standby dialog confirmed, and standby mode initiated. These log entries indicate that the ventilator was intentionally placed in standby mode. When in standby mode, the screen clearly displays ¿standby, patient not ventilated,¿ and no waveforms or measured values are shown. The ventilator does not have the capability to enter standby mode on its own. The last successful pre-use check was performed on (B)(6) 2024, before the patient was connected. Additionally, the technical log contains no error codes indicating a ventilator malfunction. Based on these findings, there is no evidence of a ventilator malfunction at the time of the standby event. Our conclusion is that the ventilator did not enter standby mode on its own.

Event description:
It was reported that after performing a turn on the patient, an elevated end-tidal co2 (etco2) was observed, followed by the patient becoming bradycardic. Upon investigation, it was noted that the ventilator was in standby mode. The ventilator was started and 100% oxygen was administered. Following this intervention, both the etco2 and heart rate (hr) returned to normal levels. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).